Event description:
Event description guidant received information that the patient with this pacemaker required eight external defibrillations for ventricular fibrillation. It was noted that after each defibrillation the device was not pacing. A temporary pacing wire was placed and the device was tested. The threshold measurements were found to exceed the device output. The device was reprogrammed to the maximum output due to the threshold change and capture was obtained. A technical service consultant discussed that external defibrillation may cause the sensing amplitude in the pacemaker to become overloaded. The consultant also explained that the threshold levels may stay elevated a while as the patient's metabolic state had changed from this experience. The device lead were explanted and returned for analysis.